Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd¿ posiflush¿ saline xs 10 ml was missing scale markings. The following information was provided by the initial reporter: "indeed, there is no inscription (identification and graduation) on the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-16. H6: investigation summary to aid in the investigation of this issue, one syringe sample was returned for evaluation by our quality engineer team. The syringe sample was missing the scale marking label. A device history record review was completed for provided material number 306572 and lot number 1153109. The review did not reveal any detected abnormalities or non-conformances during the production process that could have contributed to this observed defect.

Event description:
It was reported bd¿ posiflush¿ saline xs 10 ml was missing scale markings. The following information was provided by the initial reporter: "indeed, there is no inscription (identification and graduation) on the syringe."